Manufacturer narrative:
Date of event: the exact date is unknown. The best estimate is between the implant and explant dates (B)(6) 2022. (B)(4). Product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Doctor reported they explanted the johnson and johnson intraocular lens (iol) from the patient¿s right eye. Patient complained of not being able to see distance and her visual acuity had not improved three months post implantation. The patient can barely see distant objects with their naked eye. She experienced severe glare and halos. The symptoms have not subsided. The doctor expressed dissatisfaction with the product. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was observed that the patient's ethnicity and race were inadvertently not entered in the section "a5" of the initial MDR report. It was also noted that the section "a4" was inadvertently not addressed in the section "h10" of the initial MDR report. The information has been capturedn this supplemental MDR report and the following fields were updated accordingly: section a4: patient weight: unknown/asked, but information was not provided. Section a5: ethnicity: not hispanic/latino. Section a5: race: asian. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.